Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that there was an air leak at the level of the plunger.

Event description:
It was reported that there was an air leak at the level of the plunger.

Manufacturer narrative:
(B)(4). A device history record review was performed on the epidural catheter with no relevant findings. A corrective action is not required at this time as a potential root cause could not be determined based upon the information provided and without a sample. Complaint verification testing could not be performed as no sample was provided for analysis. A device history record review was performed on the catheter with no evidence to suggest a manufacturing related cause. Therefore, the potential cause of the catheter leaking could not be determined based upon the information provided and without the sample.